Manufacturer narrative:
Unit power up properly after battery installation. P-cap locked in place properly during testing. Unit was downloaded successfully using (thump software) for reference. Unit passed self test. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past or around the event date. The adapt tool reveals that stuck key alarms (61) were found on 05/04/2025 04:01:12.000 through 05/04/2025 04:27:11.000. In addition, the adapt tool also recorded pump error 63 on 04/28/2025 14:00:20.000 with file ID: 2017 and with a line ID: 147. Per software engineering log pump error 63 was caused by pump error 63 was triggered by hw error, problem with twi interface or with ad5161 chip. Proceeded by cutting unit open and moisture damage was found on the electronic assembly. Unit had also passed the displacement test. The following cosmetic damages were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, battery tube threads cracked, cracked case, cracked corner of belt clip rails, label damage (faded), and cracked case (battery tube). In conclusion, all buttons functioning properly while navigating the menus. Unable to confirmed customer's concern of keypad anomaly during testing. In addition, pump error 63 was recorded in download history file. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received the stuck button alarm. The customer reported no adverse event. The event involved product mmt-1881. Troubleshooting was performed. Customer stated that they did not press a button down for 3 minutes or longer. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1881 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.